Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported snowstorm in the scope image on the screen involving an olympus colonovideoscope. The issue was found during a diagnostic colonoscopy. The procedure was completed with the same device with a procedural delay of less than 30 minutes. There was no patient harm reported.